Manufacturer narrative:
Strata skin sciences has obtained clarification about this event. On (B)(6) 2017 the service manager (B)(6) clarified that pd replacement may have caused the irregular amount of treatment time, but does not cause the laser not stop firing, which was the customer's way of expressing the "treatment time was getting longer".

Event description:
Additonal information provided.

Manufacturer narrative:
Strata skin attempted to obtain clarification about the event but no response was received in a timely manner, this explains the lag in time for reporting.

Event description:
On (B)(4) 2017 it was reported to strata skin sciences inc, by(B)(6) that during treatment the laser does not stop firing, irregular amount of treatment time. And the customer was concerned about the dosage. Service was dispatched on 02/21/2017 and the laser exhibited that treatments were getting longer and longer for the same dosage. Patient indicated that the site was getting warmer than normal. Site stopped using the laser. Laser's photodiode (pd) was replaced during service and the laser was left meeting specifications. On 04/10/2017 (B)(4) (strata skin sciences clinical representative) contacted the office and confirmed with (B)(6) that no user/patient required medical attention as a result of this event.